Event description:
It was reported that a patient was taken to the hospital after cardiac arrest. During device interrogation a slow vt, with no delivered therapy, due to the rhythm falling outside of the programmed therapy zone, was observed. The device eventually delivered therapy and the arrhythmia was terminated. The device was reprogrammed. The patient was stable.